Event description:
As reported on (B)(6) 2013, pt of unk age and gender presented for an endovenous laser procedure. It was reported that during the procedure, the treating physician noted the locking hub of the fiber was positioned incorrectly on the fiber, causing the gold tip of the fiber unable to extend outside of the tre-sheath. The physician removed the fiber and used a new of the same device to successfully complete the procedure. The pt suffered no harm or injury due to this event. The reported disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4)